Manufacturer narrative:
Siemens was informed of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. An additional inspection in the customer service maintenance document has been introduced to verify that the bolts in the rtp table are secured during the yearly customer service maintenance service to ensure no visible gap between lock nuts and guide frame. Siemens' investigation into the reported issue is on-going. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(4) 2014 siemens was informed that the pt table failed to move vertically up or down. Reportedly, the siemens customer service engineer (cse) found that one of a four pivot bolts on the table frame had dropped out, and another bolt on the opposite side was becoming loose. Potentially, if the second bolt had fallen out the table could collapse during pt scanning. However, there is no report of pt injury reported. The reported issue occured in the (B)(6).